Event description:
The customer reported that during use in the surgical site, the shaver handpiece would not turn off. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation results: the shaver handpiece was evaluated and the reported problem of not turning off was confirmed. Further investigation found that the handpiece would run on its own when connected to the console. A design change has been implemented for this failure mode. This failure mode will continue to be monitored.